Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary investigation returned device (batch (B)(4), manufactured june 2009) found missing segments in the dose numbers and power button would not turn on the device. A detailed investigation found the root cause was ingress by an unknown liquid while in the field. The investigation also found a cracked lcd cable. A batch record review was completed and no issues were identified that would be related to missing segments. A house sample review of batch (B)(4) was also completed and did not reveal any missing segments. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user manual instructs, 'if the pen display is missing do not use pen.' And to contact lilly or your healthcare professional.' The investigation also determined that the liquid ingress caused the failure of the power button. Corrective action, moisture/liquid ingress-a corrective action to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress has been initiated. Due to the combination of this improvement with other planned corrective actions, this improvement is targeted for implementation by q1 2012, and supply of humapenmemoir has been temporarily interrupted while improvements are being implemented. Corrective action, cracked lcd cable-a corrective action was implemented in q3 2010 beginning with batch (B)(4) in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action has been initiated to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. Due to the time required to qualify the new supplier of cables, these improvements are targeted for implementation by q1 2012. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir dose display was blank, and later would show the date and time. Upon inspection, the humapen memoir was found to have faded numbers and segments in the display. The humapen memoir was associated with product complaint (B)(4)/ lot 0906c03. The patient was the user of the pen. The user's training status was not provided. The duration of use was four years. The pen was returned to the manufacturer (B)(6) 2011. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary and the device manufactured date; and updated the medwatch, EU/ca fields, the duration of use of the device, and the narrative.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. (B)(6) 2011, it was reported that the patient's humapen memoir dose display was blank, and later would show the date and time. Upon inspection, the humapen memoir was found to have faded numbers and segments in the display. The humapen memoir was associated with product complaint (B)(4). The patient was the user of the pen. The user's training status was not provided. The duration of use was not provided. The pen was returned to the manufacturer (B)(4)-2011.